Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the response of the screen after the button was pressed became slow. Customer's blood glucose value was unknown. The device will return for analysis.

Manufacturer narrative:
Insulin pump was received with a cracked case ,battery tube threads - cracked, cracked keypad overlay, device passed the displacement test. Hardware low level failures alarmed during self test and was confirmed in the formatted history file due to broken trace at pin 6, u1 keypad assembly.